Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging inaccurate erratic control solution test results of 3.2 and 20.6 mmol/l. The reporter was unable to confirm whether the correct control solution was being used or whether the solution was in-date. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.